Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint that the powerloc max infusion set or its packaging caused or contributed to an increase in MRI and CT artifacts was inconclusive due to the sample condition. One unopened powerloc max pouch was returned for investigation. No damage was observed in the packaging, literature, or the powerloc max infusion set. The needle was within specification. A review of the changes to the product revealed no changes to the material used in the assembly of the powerloc max infusion set. The cause of the reported increase in CT and MRI artifacts could not be determined. A lot history review (lhr) of asczf056 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "apparently the packaging and port [needle] has been changed and it is causing issue in MRI and CT with an increase artifact that it is causing. The old package and port [needles] did not have this problem, and this is only occurring since the new packages have arrived. The radiology nurses have obtained boxes of the old port [needles] for now, but if patients are coming from inpatient with the new port [needles] this could cause much issue as the artifact blocks a large portion of the chest." MRI scan, "the artifact is the whole area on the right of the picture where there is no white and a big black hole."